Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) the impella cp device implant was uneventful; however, during transition of the patient off the catheterization lab table, the sterile sleeve broke (no clear reason could be noted per the reporter) and impella pulled back across aortic valve into descending aorta (likely related to getting caught on table during move). The patient started to decompensate. The physician returned to the catheterization lab and made a quick decision to replace the impella cp with a new device instead of re-advancing due to lack of sterility of catheter after sterile sleeve broke. A new impella cp device was eventually implanted and the patient transferred to the unit on impella continued mcs.